Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
Noise was noted on the atrial lead. No damage to the lead was noted on x-ray, however during a device replacement procedure due to eri the lead was capped and replaced. The patient was stable.